Event description:
We received on 29 october 2025 the complaint (B)(4), concerning a patient enrolled in the clinical study - (B)(6) in (B)(6). The surgery was done on (B)(6) 2022. Within the scope of the study, the patient received 1 fusion cage at c5-c6 level. The diagnosis was a post-surgery ictus of moderate intensity. It was identified on (B)(6) 2023, during the 6-12 weeks follow-up visit, related to the study procedure (causal relationship), i.e. The surgery. There was no device deficiency. The action taken was a rehabilitation that ended on (B)(6) 2023. The patient fully recovered on that date. Previously there were 3 other adverse events reported for this patient: 1. Pulmonary thromboembolism (with underlying pulmonary infarction): listed as a post operative side effects in the instruction for use. 2. Subsidence: listed as a serious adverse device effect in the instruction for use. 3. Pseudoarthrosis: listed as a postoperative side effect in the instruction for use.

Manufacturer narrative:
The device history record (DHR) folder has been reviewed. The manufacturing process was found to be in compliance with predefined specifications, and the quality control requirements were successfully passed. There were no non-conformities observed during the manufacturing process. There have been in total 78 units of this batch produced in (B)(6) 2021. The number implanted up to now is 44 units. This is the first complaint that we received about this batch. The side effect "vascular disorder" (ictus - thrombosis) is clinically well known but not yet included in the instruction for use. This document has been recently updated and in process of validation. After approval, the new version will include the side effect "vascular disorder". This adverse event is procedure-related, and it does not concern a device deficiency. Since 2021 (pms classification report), 19736 cages for the (B)(6) range have been implanted, and this is the 1st complaint that we have received which reports this kind of issue, which represents a defective rate of (B)(4). Note 1: at the time of surgery in (B)(6) 2022, it was stated in the instruction for use that the (B)(6) implants must be used with supplemental internal spinal fixation system that has been cleared for use in the cervical spine. The supplemental fixation is missing for this case. Note 2: images are available upon request.